Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer's qc recovery was acceptable. The field service engineer performed ise maintenance. After ise maintenance, the customer performed ise calibration, ise qc, and ise precision testing with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 cl, and na results for one patient tested on a cobas 6000 c (501) module. The initial results were not reported outside the laboratory. The customer performed repeat testing on the patient¿s sample for confirmation, due to the patient not having any previous results. The patient¿s initial results were cl 119.5 mmol/l and na 128 mmol/l. The patient¿s repeat cl results were 107.9 mmol/l and 108.5 mmol/l, and the patient¿s repeat na results were 139 mmol/l and 140 mmol/l. The customer determined the cl result of 107.9 mmol/l, and na result of 139 mmol/l were correct.